Event description:
It was reported that the device was under infusing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to mfg:21-jul-2025. H3: one device was received for evaluation service history review identified no previous repairs in the past 12 months. Visual and functional tests were performed. The customer reported problem could not be duplicated as the device passed accuracy test with 19.8ml. (18.2ml - 22.2ml) which is within the required specification. The probable cause of the reported problem was unknown. The device then passed all tests.